Event description:
It was reported to boston scientific corporation that a dreamtome rx 44 was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, during the procedure the dreamtome failed to cauterize/cut. A boston scientific active cord was used in this procedure, and no issues were noted with the active cord. The procedure was completed with a second dreamtome rx 44, and the same bsc active cord. There were no patient complications reported as a result of this event. The patients' condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant reported that the device was used prior to the expiration date. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.